Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, when the device was removed, a small sliver of the exchange sheath tubing had "sheared off," which was visualized in the tissue tract. It was removed with hemostats. The clip deployed in the intended location and achieved hemostasis. There were no reported adverse patient effects. No additional information was provided.